Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead and cardiac resynchronization therapy pacemaker (crt-p) exhibited high pacing thresholds and high out-of-range pace impedance measurements. At the time of revision, ventricular output was set to right ventricle only with the last recorded lv threshold at maximum device output; it remains unknown if the lead exhibited loss of capture (loc) at the time of the measurement. Daily lv impedance measurements had also been turned off after approximately one year of implant due to phrenic nerve stimulation; variable sensing of lv activity was also noted. During preparations for surgical revision, noise was also observed on the lv channel upon manipulation. A tug test was performed confirming adequate lead connection to the device. When the lv lead was connected to a pacing system analyzer (psa) bipolar sensing could not be achieved and pacing output at 5v was ineffective. There were no signs of physical damage to the lead when examined during the procedure as well as via x-ray. The lead was surgically abandoned and replaced. No adverse patient effects were reported.